Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to leakage from the air pipe and light guide (lg) cover glass. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a clogged air/water channel. The issue was found during reprocessing for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the following; there was a white residue found in the air/water channel. There was a slow leak found, the light guide lens was cracked in 2 places and foggy, the nozzle had a pinhole in the glue around the nozzle, there was a chip on the switch #4, the control knob had water residue and play in the up/down and right/left movements. The distal end plastic cover had a deep dent. The insertion tube had peeling, the suction flow red marking was missing and the control body had water residue. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was that adhered to the scope. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.